Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site # (B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, (B)(4) technology center site # (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A clinical applications specialist reported an incomplete capsulotomy during a laser assisted cataract procedure. An hour long tag was noted which caused a posterior capsule tear during irrigation and aspiration. No vitreous loss but a different intraocular lens then planned was inserted. Docking was reported to have looked good on the surgical monitor. There was no patient movement noted. Patient had a dense cataract so energy was increased for the capsulotomy and lens treatment.

Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).